Manufacturer narrative:
As reported, the capsure fixation device failed to fixate properly. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (09-sep-2025) is considered to be the best estimate based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information provided and to correct the event date. Updated fields: b4, b5, d.6a (date of implant), g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the capsure fixation device failed to fixate properly, and the fasteners fell into the abdomen. There was no reported patient injury. Addendum: as reported, on (B)(6) 2025 during a ipom procedure, while deploying fasteners to the peritoneum the capsure fixation device failed to fixate properly. It was reported that four fasteners got fixated successfully and the presented loose fasteners were removed from the patient's body. The procedure was completed using another capsure device.

Manufacturer narrative:
As reported, the capsure fixation device failed to fixate properly. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (09-sep-2025) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the capsure fixation device failed to fixate properly, and the fasteners fell into the abdomen. There was no reported patient injury.